Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a unknown hip implant was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown.  Conclusions: it was reported that patient right hip was revised due to elevated metal ion. Patient also wanted to know if this implant falls under the scope of a recall. Could not confirm that this device was was under the scope of recall as device was not properly identified. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported through stryker active facebook complaint, "elevated amounts of cobalt in blood removal of hardware and broken femur."